Manufacturer narrative:
Insulin pump received with self test failed alarm during self test, problem isolated to rf board.

Event description:
The customer reported via phone call that the insulin pump received rf pic failed selftest. The customer¿s blood glucose level was unknown. The customer was not able to rewind the insulin pump. The product will be returned for analysis.